Event description:
Complainant alleged that during functional testing, the device displayed an unrecognized "short in system" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The reported error is not an error that exists within the g3. The device has not been returned to zoll for evaluation. The customer has been notified that the device is end of life.